Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital due to vegetations on the transcatheter aortic valve replacement (tavr) implant. According to the physician, the infection was not related to abbott products or procedures. The pacemaker system, including the pacemaker, right ventricular lead, and right atrial lead, was explanted. The patient was in stable condition.